Event description:
The customer reported the system intermittently will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer. System operates as intended. (B) (4).